Manufacturer narrative:
(B)(4). Batch number: p56t90. Investigation summary: the analysis results showed that one gst60b reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure that the metal pan had popped off during reload removal after it was fired. No visual issues appeared on the staple line. Reload removal was done properly by the scrub tech using their thumb. Sales rep was present for the procedure. Same device used to complete the procedure. There were no adverse consequences for the patient.